Event description:
It was reported that during a stenting treatment, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). The 3.5 mm x 24 mm promus element stent delivery system was advanced into the patient, but was unable to cross the lesion. The device was examined and it was noted that the stent was damaged. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).